Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to missing applicator. The reported event of a detached needle could not be confirmed. A probable cause could not be determined. No injury or medical intervention was reported.